Event description:
It was reported that unknown material came out of the device. An expo angiographic catheter was selected for use. During the procedure, a tubular material or unknown foreign body was noted and removed from catheter. No patient complications were reported.

Manufacturer narrative:
Upon receipt, the expo angiographic catheter was thoroughly inspected and analyzed. To preserve the reported unknown material, the device was not soaked during disinfection. Visual inspection noted that the inner liner of the catheter was separated/torn, approximately 7.5 cm from the tip. Analysis confirmed there was no evidence of inner liner material restriction (or inner liner blockage) within the internal lumen of the returned catheter. Fourier transform infrared (ftir) spectroscopy confirmed the unknown material was consistent with the inner liner. Material analysis also revealed matter consistent with the contrast used during the procedure (i.e., omnipaque). A photo was provided that depicts two tubular pieces of the inner liner. The clinically reported unknown material observed protruding from the device following the procedure was determined to be pieces of the separated inner catheter liner.

Event description:
It was reported that unknown material came out of the device. An expo angiographic catheter was selected for use. During the procedure, a tubular material or unknown foreign body was noted and removed from catheter. No patient complications were reported. It was further reported the procedure was a graft study using omnipaque. A 0.35 non-boston scientific exchange wire was used to remove the expo catheter that they had used to image the graft. Once the catheter was removed from the wire the unknown material was seen protruding from the end of the catheter.

Event description:
It was reported that unknown material came out of the device. An expo angiographic catheter was selected for use. During the procedure, a tubular material or unknown foreign body was noted and removed from catheter. No patient complications were reported. It was further reported the procedure was a graft study using omnipaque. A 0.35 non-boston scientific exchange wire was used to remove the expo catheter that they had used to image the graft. Once the catheter was removed from the wire the unknown material was seen protruding from the end of the catheter.